Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient began to experience ineffective therapy after suffering a fall. X-rays indicated one of the patient's leads had migrated. Reprogramming was unable to restore effective therapy. Surgical intervention was undertaken on (B)(6) 2017 and the lead was repositioned. The physician also implanted 2 additional leads. Postoperatively, the patient reported receiving effective therapy.